Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient had a "heart attack". The patient's implantable pulse generator system remains in use. No further patient complications have been reported as a result of this event.